Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was covered in lines and the user was unable to see any identifiable words or forms. Additionally, the programmer would not respond to the stylus or other programming. The user shut down the programmer and attempted to reboot but was unsuccessful. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm reported programmer display distorted, the display flex was damaged, replaced display flex tape. Analysis also noted the stylus was missing and the power cord bay assembly latches were broken. The power cord bay was replaced. The hard drive was reconfigure and software was loaded. If information is provided in the future, a supplemental report will be issued.